Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was caused by the presence of foreign material on the electrical contact point of the scope connectors. Poor contact at the electric contact point of the scope connector may lead to incorrect communication between the scope and the video controller, resulting in b30 errors (scope communication errors). Regarding b30 errors, the instructions for use (9. 2 troubleshooting guide) include the following: "error message: scope communication err (b30) scope communication err (b30) - possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. - solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Manufacturer narrative:
Olympus technical support engineer provided troubleshooting to the customer to resolve the reported issue. Some scopes were reported to be working fine with the video processor, the engineer recommended that the customer clean the scope connector with a lint free cloth and alcohol. The customer was instructed to ensure the cv-190 is turned off when plugging in the scope. The issue was resolved when the customer followed the recommended steps. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a b30 error while using a video system center. No patient involvement or injuries were reported. No additional information has been obtained.